Manufacturer narrative:
Additional device information for activ.a.c.¿ ion progress¿ remote therapy monitoring system serial number (B)(4): unique identifier (UDI): (B)(4). Device manufacture date: 11-sep-2018. Device was not returned to kci. Based on information provided, it cannot be determined that the alleged irritation / fungal infection is related to the v.a.c.® granufoam¿ dressing. Per the family member, the nurses are allegedly using multiple layers of v.a.c.® drape to maintain a seal. Kci has made multiple unsuccessful attempts to obtain additional clinical information. Device labeling, available in print and online, states: infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area. Protect periwound skin: consider use of a skin preparation product to protect periwound skin. Do not allow foam to overlap onto intact skin. Protect fragile / friable periwound skin with additional v.a.c.® drape, hydrocolloid or other transparent film. Multiple layers of v.a.c.® drape may decrease the moisture vapor transmission rate. If any signs of irritation or sensitivity to the drape, foam or tubing assembly appear, discontinue use and consult a physician.

Event description:
On (B)(6) 2020, the following information was reported to kci by the family member: the patient allegedly developed irritation to the v.a.c.® drape. The irritation was moderate and was due to a fungal infection to the periwound. The nurses are allegedly using multiple layers of v.a.c.® drape to maintain a seal. The activ.a.c.¿ ion progress¿ remote therapy monitoring system was removed until the infection resolves. No additional information available. On (B)(6) 2019, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On (B)(6) 2020, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. On 01-apr-2020, a device history record review for v.a.c.® granufoam¿ dressing lot number 7313911v009 was completed. All end release testing of the product and packaging met specifications.